Manufacturer narrative:
The instructions for use were not followed. By not ensuring the drivelines were in a place where they would not get stuck in the side of the hospital bed frame, the patient was put at undue risk and lost consciousness. Driver alarms alerted staff that outputs were not normal and were able to intervene by unkinking the drivelines and the patient regained consciousness without any reported additional adverse impact. The hospital staff and patient have been retrained on proper care of the drivelines.

Event description:
Per hospital staff, patient's tah drivelines got kinked in the hospital bed frame causing stop of co with a red alarm. Patient lost of consciousness for 30-40 seconds until the tah drivelines were unkinked. Patient was placed on an oxygen mask for 1 hour. Patient was changed back to a c2 driver due to high fill volumes and concern for patient stability. Patient was switched to backup driver without any further adverse impact.